Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator appeared to have widespread corruption consistent with what could be expected from radiation therapy. A boston scientific technical services consultant recommended device replacement. The device was explanted and returned for testing. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator appeared to have widespread corruption consistent with what could be expected from radiation therapy. A boston scientific technical services consultant recommended device replacement. The device was explanted and returned for testing. No additional adverse patient effects were reported.